Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 7.0mmx60mmx135cm (4f) sterling¿ balloon catheter selected to dilate the lesion. In an unspecified number of inflations and atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 3cm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the shaft and in the bonds of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 7.0mmx60mmx135cm (4f) sterling¿ balloon catheter selected to dilate the lesion. In an unspecified number of inflations and atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.